Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was a broken lid/cap(s) and foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter and translated to english. The customer stated: "according to the customer's report, the cap was damaged/deformed, with a red dirt thereon."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for embedded foreign matter in the stopper and foreign matter on stopper was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter and foreign matter on stopper. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was a broken lid/cap(s) and foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter and translated to english. The customer stated: "according to the customer's report, the cap was damaged/deformed, with a red dirt thereon."